Event description:
Boston scientific received information that the programmer was defective. A check of the programmer noted that the power supply is damaged. When connecting the electrical cable into the socket of the programmer the socket smelled charred. The programmer will be exchanged and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. Attempts to power the programmer on failed. The power supply was tested separately and found to be nonfunctional. The power supply was replaced and; subsequently, the programmer operated as expected. No additional issues were noted during analysis of this programmer.